Event description:
The device was used during a laparoscopically assisted vaginal hysterertomy. Reportedly, after the device was fired and the jaws opened, it was noted that the staples had not formed correctly. Hemostasis did not occur and the procedure was converted to an open procedure.